Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned separate from the delivery system. The outer wrapping that the device was returned in had "failed to attach" written on it. The trocar needle was advanced with no blood/tissue present. The plunger was fully depressed and retracted. The analyst found no visual anomalies of the push/pull wires and thrust tip/push pin. The capsule did not attach.

Event description:
It was originally reported that there was a calibration error.